Manufacturer narrative:
Plant investigation: the complaint sample was not returned to the manufacturer for physical evaluation and no meaningful photographs were provided. A review of the retained samples was not performed due to the small number of samples available and the unlikelihood of failure detection from 100% batch testing (via bubble-point and air testing during sterilization). A review of the batch records was performed. (B)(4) units were inspected to protocol and found to be conforming to product specification. No indication for any relationship with the reported failure mode has been found during the review.

Event description:
A physician for a user facility reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. The reported issue occurred approximately 3 hours after treatment initiation. The blood leak was visually confirmed by the staff. A change was noted to the color of the dialysate fluid within the outline line. The dialyzer was replaced in order to continue treatment. No serious injury or required medical intervention was reported. The patient's estimated blood loss (ebl) is approximately 50 ml. The sample was not reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A physician for a user facility reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. The reported issue occurred approximately 3 hours after treatment initiation. The blood leak was visually confirmed by the staff. A change was noted to the color of the dialysate fluid within the outline line. The dialyzer was replaced in order to continue treatment. No serious injury or required medical intervention was reported. The patient's estimated blood loss (ebl) is approximately 50 ml. The sample was not reported to be available to be returned to the manufacturer for physical evaluation.